Event description:
Two assurant cobalt iliac balloon expandable stents were implanted in the iliac arteries in a patient with a known allergy to nickel. 3 weeks following stent placement patient is reported to be suffering from widespread itching. The patient did not notify the physician of her nickel allergy before the stents were placed. Patient is doing fine now. No intervention was performed.

Manufacturer narrative:
Evaluation, results: patient's condition predisposed event (nickel allergy); inherent risk of the procedure (allergic reaction to nitinol (nickel titanium)). Evaluation, conclusion: device failure/ lack of effectiveness related to patient condition (nickel allergy); inherent risk of the procedure (allergic reaction to nitinol (nickel titanium). (B)(4).